Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2022 with blood glucose of 40mg/dl. The customer was treated by glucagon. Customer reported that they received battery failed alarm. Customer stated that they had multiple pump error. Customer stated that the keypad was unresponsive. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.

Event description:
On apr 14, 2022, customer reported that on (B)(6), 2022 he was going to starbucks so he tried to bolus before leaving the house. He was unable to bolus due the screen was continually flashing. He received a low battery alert (though the pump never beeped/vibrated). He received what seemed like a critical pump error alarm. Pump powered off without warning. Customer inserted a new battery but received a failed battery test alarm. Customer states that pump proceeded to rewind without him ever selecting to rewind the pump. Customer removed/re-inserted the same new battery but then received a battery out limit alarm (pump was not without a battery or power for any extended period of time). Customer reset the time/date but then received messaging stating that "no active insulin could be determined". Customer attempted to clear alert/messaging but keypad was completely unresponsive. Customer kept random button pressing for 30 minutes before the pump keypad would respond. Customer attempted to bolus once more but noticed that the pump piston was retracted/not meeting with the reservoir so he placed the pump in his pocket (still attached to his body), took a manual injection. He was feeling sweaty and confused and was unable to speak, so starbucks called emergency medical service. He ended up going to the emergency room for low bg at 13:00. Customer discontinued the pump and sensor. On (B)(6), 2022, after having been off the pump and sensor for about 24 hours, customer had another low, which resulted in his falling and hitting his eye and elbow. Customer treated with food and was taken to the emergency room. Customer also mentioned he had high bg on (B)(6) 2022 after using steroids for his asthma. He treated that high bg with a higher temporary basal rate. Customer also said he had a low after completing a course of steroids. Customer also had random sensor re-initiation, cannot find sensor signal alerts, and lost sensor alerts on mar 14, 2022. Customer also reported multiple instances on unknown dates in which the basal doses programmed in the pump were different - "changed by themselves".